Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device [00001496] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath small. The side port was disconnected from the sheath body when the product was removed. The event occurred after the procedure; the side port was disconnected from the sheath body when the product was removed. According to the doctor in charge, there was no particular operation that put stress on the device. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 4/5/2021, an analysis of a received photo was completed. According to pictures provided by customer, irrigation port was observed detached from the hub. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).